Manufacturer narrative:
(B)(4).

Event description:
The pt was having increased spasticity. A dye study was performed and a catheter disconnect was found at the junction of the proximal/distal catheter. The catheter was revised. The pt was being discharged from the hospital on (B)(6) 2011. The device system was used to deliver lioresal (2000 mcg/ml).